Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support to reset the pump; however, the issue recurred after resetting. As a resolution, cts sent a replacement pump and instructed the customer to use mdi as a backup therapy. Customer was guided on return procedures for the faulty pump and acknowledged all instructions.